Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Hospital has not returned event device.

Event description:
Patient initially implanted with afx devices. The patient came in emergently and the physician elected to explant the devices on (B)(6) 2016. The explanted devices showed a hole in the suprarenal aortic extension. The patient completed the open repair procedure and is in stable condition.